Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced "sensor is not detected at startup" with freestyle libre 3 application. Per the compatibility guide, use of the iphone ios 17.7 is incompatible with the freestyle libre 3 application. This guide is available to the user on the websites where the product is launched. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A connection issue was reported with the abbott diabetes care (adc) device in use with an iphone phone with an ios operating system version 17.7. The customer was unable to access their sensor as it was not recognized on startup with the freestyle libre 3 application. As a result, the customer was unable to monitor glucose with sensor readings and experienced hypoglycemia. The customer had unspecified contact with a healthcare professional and declined to provide any further information. There was no report of death or permanent impairment associated with this event.